Event description:
The patient reported a loss or change in therapy. The patient wasn't feeling stimulation and had a return of symptoms. It was indicated that their implantable neurostimulator (ins) was off. The patient also reported display showing poor communication. It was noted the patient did use an antenna and hadn't been recently implanted or had a revision surgery. It was stated that the patient was putting the antenna head over their lead on their gluteal recess, and they were not placing the antenna over the ins, it was over the scar or above the scar. It was noted at times, the patient didn't even have the antenna over the ins. It was noted that troubleshooting resolved the reported issues. Stimulation was being felt again and was on. It was noted that the symptoms were sudden and occurred 2-3 days ago. Additional information was received reported the patient had a sudden return of symptoms. The patient had been terribly incontinent, that it was constant. It was stated they were at the beach and then was driving home and it was a nightmare. They had to change their clothes twice and was soaking through the depends pads. The patient would get in the doorway and the "poof" urine would come right out. It was indicated they were feeling stimulation and they could "feel it working." There were no trauma or falls related to the reported issue. The patient was going to their doctor right now. It was noted the patient was seeing the poor communication screen, but after positioning the antenna an inch below the scar mark over the implant, the patient's normal therapy screen came up. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.